Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed that the endurant ii stent graft had type ia endoleak. Another manufacturer¿s stent was implanted however the proximal type I endoleak remained. The physician implanted an endurant aortic cuff (etcf3636c49e) but the endoleak remained. The physician stated that the cause of the leak, and the reason it remained after the intervention, was due to calcium in the proximal neck. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film review the exact cause of the proximal type I endoleak reported at a 1 year follow-up could not be determined from the limited films provided. The anatomy at implant is unknown, and films during implant and at earlier follow-up were not available for return. Two transverse CT slices from an unknown study date were returned. No scale was visible on the films, and the location of the slices could not be confirmed but was possibly from near the level of the proximal neck. The cross-section of what appeared to be the aortic body from the bifurcate (and possible cuff) appeared malformed; non-circular. It is possible that there has been stent graft infolding, as a section of the stent on the patient¿s left side appears to have been deployed within the aortic body lumen and extended radially inward. There were also areas of calcification seen in the films. It is possible that stent graft infolding, likely occurring during the initial implant, may have occurred for an unknown reason. Stent graft oversizing is a possible cause; however, the amount of oversizing is unknown. It is also possible that the reported neck calcification may have contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.